Event description:
It was reported that during a pta treatment procedure involving a fistula lesion in the patient's arm, the zipwire became stuck in the balloon. The wire and balloon were removed as a unit, but this maneuver increased the size of the exit site in the patient's arm. The procedure was successfully completed with a "okay," without patient injuries.

Manufacturer narrative:
The complainant indicated that the device will not be retruned for evaluation; a therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the sfp could not be examined. Shoul further relevant informaiton become available; a supplemental medwatch report will be filed.